Event description:
It was reported that a patient underwent an unknown dental and oral surgery on an unknown date and suture was used. During the procedure, the suture detached from the needle and the needle fell into intraoral. The needle piece removed from the patient during the same procedure. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the needle was removed without loss once after dropping the needle. No other health hazards due to needle drop occurred. Was the needle piece removed from the patient during the same procedure? If not, yes. Was necessary a second procedure to remove the needle? No. Were x-rays taken to locate the needle? No. Was any other tissue damaged as a result of searching the needle? No further information is available. What is the current condition of the patient? No problem.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/28/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received one detached needle and one empty open packaging that pertain to product code 699g. In order to evaluate the conditions of the detached needle, the swage area and hole were noted with marks by a surgical instrument. The hole was examined under magnification and it was observed crushed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.